Manufacturer narrative:
(B)(4)

Event description:
It was reported "repeated "system error 3" alarms. Previous rn had occasional high baseline alarms q1-2h previously coinciding with positioning and resolved by repositioning patient. Patient is sinus brady, no ectopy. Reported she received a high baseline alarm, verified no kinks, and attempted to restart iabp. Upon attempt, system error 3 alarm issued". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown card-board box with protective shipping packaging. Visual inspection of the pump assembly was per-formed, and it was found that the exterior fasteners had significant rust buildup. No other abnormality was noted. The pump assembly was installed into a known good ac3 for functional testing. The pump was powered up successfully, and no abnormality was noted on the screen. Pumping was initiated. The pump was left to run for over 2 hours with no issues or alarms. Each valve of the pcs assembly was connected to a 12v dc power supply to check the proper function. Each valve responded properly to the 12v supplied with an audible click, indicating the proper valve function with no stuck valves. Note: this is the original pump assembly for this pump. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3" was confirmed by the field service engineer; however, the returned pump assembly passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "repeated "system error 3" alarms. Previous rn had occasional high baseline alarms q1-2h previously coinciding with positioning and resolved by repositioning patient. Patient is sinus brady, no ectopy. Reported she received a high baseline alarm, verified no kinks, and attempted to restart iabp. Upon attempt, system error 3 alarm issued". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported.